Event description:
It was reported that post-surgery there was "a broken knob (filter chamber) and ruptured hose on a foot control device". The exact date of the event was unknown but the reporter clarified that the event occurred in 2013. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).